Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use were fbss leg/back and spinal pain indications. It was reported that about a month ago the patient started to notice their stimulation settings were changing on their own. The patient said they would turn their stimulation down at night because they didn't need it as much, so they would set stimulation down to 1.4-1.6, but when they checked in the morning, stimulation was up to 3.0, which they usually wouldn't turn up that high anyway. Sometimes the next day intensity would be back to the original settings.  The patient didn't understand why this was happening.  The patient mentioned they had groups a, b, and c, but didn't know what the groups were set to do.  The patient thought they had to turn groups to 0 'in the background' to prevent them from effecting ins battery usage; the manufacturer's patient services specialist (pss) explained only one group is actively working at a time. Pss asked if the patient was set with adaptivestim, and the patient said they knew what that was, but they hadn't been told about it.  The patient also mentioned their back started bothering them more because they would help their spouse more since they broke their hip, and they were doing more than they normally did.  The patient also reported they used to have to charge their implant every 3.5-4 days, but now they were having to charge every 2 days;  the patient said they had stim running at all times.  The patient did mention that if they stopped charging at 100%, the charge would go down to 80% real quick, but if they kept it at 100% until it was finished, the charge didn't go down as quick. Pss reviewed information about charge increments and how stim settings will effect charge frequency needs. Pss reviewed role of representative and redirected the patient to their healthcare provider for interrogation and programming of ins.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulation settings changing on their own was that some settings were done when the patient had surgery. The settings were removed. They helped, but the patient was not happy. They needed to charge too often, after two to two and a half days at most. When asked if the issue was resolved, the patient stated that they would need to have the "permanent battery". The patient said that the pain level was great. They needed to turn it down when they laid down, because if they didn't, they would get very heavy tingling in their right leg.